Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3008452825-2019-00031, 3008452825-2019-00032, 3008452825-2019-00033, 3008452825-2019-00034. During a pulmonary vein isolation procedure, a pericardial effusion occurred. Following the ablation, at the end of the procedure, the patient became hypotensive. An ultrasound confirmed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The location of the effusion remains unknown. There were no performance issues with any abbott device during the procedure.